Manufacturer narrative:
The product was tested further by a depot technician, and the issue was again verified. The customer declined the repair quote due to the age of the device. The root cause of the reported issue is unknown. The device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device fails the 360j test. Failures of this test can indicate that the device takes longer than 30 seconds to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device is being routed to the stryker depot for further testing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device fails the 360j test. Failures of this test can indicate that the device takes longer than 30 seconds to charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.